Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. There are warnings in the package insert that state that this type of event can occur: under precautions it states "instruments are available to aid in the accurate implantation of internal fixation devices. Intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments, which have experienced extensive use or excessive force, are susceptible to fracture. Surgical instruments should only be used for their intended purpose. Biomet recommends that all instruments be regularly inspected for wear and disfigurement."

Event description:
It was reported patient underwent a revision hip arthroplasty of unknown product utilizing a sleeve crimper on (B)(6) 2013. During the procedure, sleeve crimper fractured as the cable was being clamped. As a result, there was a delay of one hour to the procedure because the surgeon used the traditional method to complete the procedure.

Manufacturer narrative:
Evaluation of returned device found evidence that instrument fractured due to fatigue.